Event description:
It was reported that during a routine follow-up this right atrial lead was capped and abandoned due to a dislodgment and high pacing thresholds. A new right atrial lead was surgically implanted. No additional adverse patient effects were reported.